Event description:
It was reported that the patient had an advance xp sling was implanted on unknown date. The patient experienced recurring incontinence. An artificial urinary sphincter system with a 5.5cm aus device was implanted.